Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The blue slide lock was engaged and the plunger was not depressed on the delivery device. The tension spring assembly and the seal were removed from the loading device for inspection. Microscopic inspection showed that the seal was intact with no signs of delamination or cracks. The following measurements of the delivery tube were taken; the inner diameter was measured at 0.197 in. The outer diameter was measured at 0.20 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the results of the investigation, the reported failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.